Event description:
The customer reports that the needle cannula detached from the hub, by the anthologist, during patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned a photo of the product lidstock and an introducer needle for evaluation. Visual examination confirmed the introducer needle cannula was separated from the needle hub. The needle hub did not have any cracks or deformities. The proximal end of the needle cannula contained a small amount of adhesive residue. No adhesive was found in the needle hub channel. The inner channel of the returned needle hub measured 0.051" which is within specifications of 0.0510-0.0525" per product drawing. The outer diameter of the needle cannula measured to be 0.0501" which is within specifications of 0.0495-0.0505" per product drawing. The returned needle cannula was able to fit in the hub; however, it was loose and easily removed. A device history record review was performed with one relevant finding. A non-conformance was created for lot 71c18d0481 as a result of a complaint for needle cannula detached from hub in use. The customer reported issue of the needle separating from the hub of the introducer needle was confirmed by visual examination of the returned sample. The proximal end of the needle cannula contained a small amount of adhesive residue. No adhesive was found in the needle hub channel. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Dimensional inspections were performed and no issues were found. A device history record review was performed with one relevant finding. Based upon the observed defect, the probable cause of this issue is manufacturing - assembly related. A non-conformance request has been initiated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the needle cannula detached from the hub, by the anthologist, during patient use.